Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that possible foreign material was identified. A 1.50mm rotalink¿ burr was selected for use. Upon unpacking, it was noted that the burr was damaged; it appeared to have a film on it. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is fine.